Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review device history records were not provided.

Event description:
Patient underwent a hip revision due to wear.